Manufacturer narrative:
Device eval: the suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. The lot number was not provided, therefore, a review of the device history record could not be conducted. The root cause of the failure is attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. If more info is made available to us about the doctor's condition, a f/u report will be sent.

Event description:
The rotator blew off of the hp9480e tubing within the kit. Inject pressure at 600psi. The doctor was sprayed in the face with contrast. There is no add'l info about the condition of the doctor.